Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that betablockers were stopped 16 september due to asymptomatic sinus pause of 6 seconds (patient on permanent atrial fibrillation) and aspirin was also stopped due to gastrointestinal (gi) bleeding. There was a gradual improvement of right and left ventricular function was observed with fewer requirements of diuretics. Colonoscopy and upper endoscopy found ferropenic anemia without significant findings. Hemolysis parameters were negative. The patient was oligosymptomatic, detected in routine hemogram. Iron was transfused intravenously with normalization of red blood cell count.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that betablockers were stopped 16 september due to asymptomatic sinus pause of 6 seconds (patient on permanent atrial fibrillation) and aspirin was also stopped due to gastrointestinal (gi) bleeding. There was a gradual improvement of right and left ventricular function was observed with fewer requirements of diuretics. Colonoscopy and upper endoscopy found ferropenic anemia without significant findings. Hemolysis parameters were negative. The patient was oligosymptomatic, detected in routine hemogram. Iron was transfused intravenously with normalization of red blood cell count.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 31oct2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.